Event description:
During product evaluation, the baxter repair technician identifed failure code 570 in the pump's event history . The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.